Manufacturer narrative:
A ge representative contacted the customer. Customer was able to restore the system after replacing the keyboard and using built in disk restoration ((B)(4)). (B)(4).

Event description:
The customer reported the system will not boot. No patient injury was reported.